Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the glass rim on the syringe broke off. Due to the damage, functional testing could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the plastic thumb-tab platform detached from the syringe during insertion into the eye. Part of the syringe broke off with the platform. There was no patient injury.